Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer reported concurrent flow. The secondary tubing set was connected to a primary tubing set and was being used for piggyback delivery of an unspecified concentration of magnesium sulfate. After an unspecified length of time in use, the nurse returned to the patient's room expecting delivery of the piggyback to be complete; however, both the secondary and primary solutions was delivering. The nurse clamped the primary tubing set and the secondary tubing set continued to deliver at a slow rate. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.